Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown surgery, the jaws did not open. The release button was broken and could not be pressed. Another device was used to complete the case. The event was confirmed before the device clamped the blood vessel. Therefore, there were no adverse consequences to the patient.